Manufacturer narrative:
The pcu event log showed the user selected hydromorphone standard (with a concentration of 0.2mg/ml) instead of the intended hydromorphone high conc (with a concentration of 1mg/ml). The infusion ran from 6:40 pm to 9:01 pm. During this period there were a total of 9 pca dose requests delivered at 2ml each (total 18ml). There were also 3 pca dose requests not delivered due to the max limit. There were 4 patient pressure alarms and 1 alarm for etco2 low respiratory rate. The incorrect selection resulted in a five times error and delivered five times more medication than was intended. The volume recorded during this period was 18.7658ml. The report of an over infusion was confirmed. The root cause of the over infusion was due to user programming.

Event description:
The customer reported that dilaudid pca (dilaudid 30mg/30ml) was ordered to infuse at 0.1mg continuous, 0.4mg demand dose, 8 minute lockout, 8mg/4 hr max limit.

Manufacturer narrative:
Concomitant medical products: 35ml monoject syringe; therapy date (B)(6) 2017. The customer¿s report of an overinfusion was confirmed. The pcu event log shows the user selected hydromorphone standard (with a concentration of 0.2mg/ml) instead of the intended hydromorphone high conc (with a concentration of 1mg/ml). The incorrect selection resulted in a 5x error and delivered 5 times more medication than was intended. The root cause of the overinfusion was a user programming error. Devices not received, log review only.

Event description:
The customer reported that dilaudid pca was ordered to infuse at 0.1mg/hr continuous, 0.4mg pca dose with a lockout of 8 minutes and max limit of 8mg/4 hrs. A new syringe with 30 mg in 30 ml was initiated at 1830 and noted to have 28.3 ml left to infuse at 1915. At 2035 the volume remaining was noted to be 13.9 ml and the clinician in attendance reported seeing an infusion rate of 0.2mg on the screen. The programming was then checked and determined to be correct, although approximately 15 ml was unaccounted for. There was no leaking or evidence of tampering noted. The patient reported 10/10 pain during this infusion; there was no patient harm.